Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a deformed collet sleeve in the reported problem area of the pipetter assembly. The fse replaced all tip clamps and deformed sleeve, and checked and cleaned all remaining parts. The instrument was inspected, tested without further problem, and returned to service.